Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire of an 6f 11cm avanti + sheath introducer did not enter smoothly into the needle that had entered the blood vessel, then the operator pulled out the wire. When the wire came out, the condition of the wire was damaged. There were no reports of patient injury. The patient was undergoing a coronary artery bypass graft (CABG). One image was submitted for analysis. During visual inspection, an unraveled mini guidewire placed inside a plastic bag was noted. The reported "mini guidewire-resistance/friction¿ cannot be confirmed by photo analysis. However, the failure "mini guidewire- unraveled/stretched" was confirmed during the photo analysis. The root cause of the resistance/friction and the unraveled condition could not be conclusively determined as part of the picture evaluation. Withdrawing the mini guidewire from the needle after insertion is a possible cause of the unraveling. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿: if a needle with a metal cannula is used, do not withdraw the guidewire after it has been inserted as it may damage the guidewire.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the guidewire of an 6f 11cm avanti + sheath introducer did not enter smoothly into the needle that had entered the blood vessel. Then the operator pulled out the wire. When the wire came out, the condition of the wire was damaged. There were no reports of patient injury. The patient was undergoing a coronary artery bypass graft (CABG). The device will not be returned for evaluation.addendum: per the picture analysis, the mini guidewire was unraveled.